Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(4) 2011 prior to explant, the device went to elective replacement indicator (eri) due to high battery impedance. Ramware version 8 was installed on (B)(4) 2011.

Event description:
It was reported that the patient came into the clinic with a heart rate of thirty seven beats per minute and not symptomatic. It was noted, the device was at end of life and had tripped elective replacement indicator six months prior. The ventricle was not being captured. The outputs were increased and the left ventricle was capturing again. It was not clear at the time of the report if it was the lead or device causing the loss of capture. The device was removed and replaced three days after the reported event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).